Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) problem of a patient that was connected and there was air in line. The patient was involved but there was no patient injury or medical intervention reported. Baxter spoke with the caregiver and the caregiver stated therapy had been going well since the incident. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause was undetermined.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.